Event description:
Unable to speak at length with the patient, this senior medical surveillance specialist reviewed information the patient/layperson had given to a customer care advocate (cca) on 07/27/2009 and will send a follow-up letter to the patient. The patient had complained that his onetouch basic enhanced meter prompted ER 2 (usually a technique error or lastly the meter may not be operating correctly). The patient informed this specialist it was intermittent. When the cca asked the patient if he received medical treatment due to the er2, the patient replied, "yes." In 2009, the patient was reportedly dizzy and shaky. He was taken to the ER (method of transportation not provided) where he was given an IV (either fluids or insulin) and an insulin shot. Although he does not know the results of his blood glucose in the ER, he stated, "my sugar was too high and they just told me my sugars were up there pretty much." It is unknown if the patient was admitted. However, he was discharged on his usual 500 mg metformin and given lantus insulin to take home "in case my sugar gets high." The patient's vial of test strips contained code 8 with the remaining label peeled off. No explanation was given regarding the condition of the vial or when it was purchased. The meter was coded to 6. The patient informed the cca that he had obtained hi (over 600 mg/dl) on his meter and 499 mg/dl on his mother's 30-45 minutes later, dates not provided. When this specialist asked the patient if he was symptomatic with those results and had obtained the hi on the day of his ER treatment, he stated, yes, but I need to go home and check my log book [to be certain of the blood glucose date]. However, the patient did not contact this specialist as promised. The cca replaced the patient's products. Because the patient claimed his meter prompted er2 and a few days later was treated by hcp in ther ER for elevated blood glucose, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.